Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel message) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure and reported messages was isolated to contamination on the j702, j703, and j704 connectors on the dn pca. The root cause for the contamination was the ingress of an unknown substance. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving "add gel" messages in the absence of a prior gel release.